Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Following surgery, the patient developed chest pain after being transferred to the floor. Evaluation revealed an st-elevation myocardial infarction (stemi), and a stent was subsequently placed. The device remains implanted. The outcome is considered resolved. No further information is available.